Event description:
It was reported that during a gastrectomy procedure, as the jaw did not open after the first firing was completed, the jaw was opened by using the manual release lever. The device could not be fired at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Customer report was confirmed. Only a 0.032" guidewire was returned. The guidewire was found to have a broken weld at the j tip end and the outer coil has unraveled over a 25 centimeter area. There were no missing sections observed. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the guidewire was found split into outer coil and center wire between the tip and around 20cm proximal from the tip after removal, without any disconnection of the wire. The guidewire was inserted with non-edwards 18g puncture needle, since customer felt resistance and could not insert it by using the needle provided in the kit. No defect was observed at this point. Then catheter was inserted without any problem, but the damage was found when the guidewire was removed. No fragment was observed inside the patient's body. There were no patient complications reported.